Manufacturer narrative:
The device was received undeployed. The slide insert was not seen through the viewing window. The cannula was not observed in the needle well. The cannula never deployed, so the cannula could not be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl. When activating the pod the patient noticed that the cannula was found bent.